Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that on (B)(6) 2002: the patient presented with the following preoperative diagnosis: 1. Recurrent left lumbar radiculopathy. The patient underwent the following procedure: 1. Redo left l5-s1 hemilaminotomy, left l5-s1 medial hemifacetectomy, left l5-s1 foraminotomy, left l5-s1 discectomy and neurolysis of l5 and s1 nerve roots. Somatosensory evoked potentials were monitored throughout the procedure. No patient complications were noted. (B)(6) 2002: the patient presented with the history of low back pain and underwent an x-ray of lumbar spine. Impression: 1. Minimal arthritic degenerative change involving the upper lumbar spine. Incidental note is made of prior cholecystectomy. There is no acute fracture or dislocation. (B)(6) 2002: the patient underwent a CT scan of lumbar spine, without contrast, for lumbar radiculopathy. Impression: 1. Left-sided laminectomy and fasciectomy at l5 and s1, some recurrent or residual left lateral disc herniation versus scar tissue was also observed. 2. No other defect identified. (B)(6) 2002: the patient presented with the pre-operative diagnosis of mechanical low back pain and underwent the following procedures: l5-s1 discectomy, followed by posterior lumbar interbody fusion, followed by pedicle screw instrumentation at l5-s1. Per op notes, the surgeon placed the spacer measuring 8 x 22 mm, filled it with morphogenic protein in an oblique fashion in the l5-s1 interspace with it countersunk several millimeters. X-rays confirmed good position. Somatosensory evoked potentials were monitored throughout the procedure. At the baseline, the left side was inconsistent and the right side was of normal amplitude and latencies. No patient complications were noted. X-rays of lumbar spine showed the patient was status post fusion with pedicular screws and rods at l5-s1. (B)(6) 2002: the patient underwent anterior-posterior and lateral x-rays of lumbar spine for radiculopathy. Impression: the patient was status post posterior fusion of l5-s1 utilizing radicular screws. Vertebral alignment was observed to be normal. Disk space narrowing was observed at l5-s1. There was mild scoliosis, convex to the left. Radiopaque brace was observed posteriorly. (B)(6) 2003: the patient underwent x-rays of lumbar spine for anterior-posterior, lateral and l5-s1 cone-down views. Impression: 1. Apparent status post l5-s1 fusion. The spinal hardware is in satisfactory position. 2. Discogenic changes at l4-5 and l5-s1 and minor associated marginal spurring. (B)(6) 2003: the patient underwent x-rays of the lumbar spine. Opinion: little change from the previous study of (B)(6) 2003. (B)(6) 2003: the patient presented with the history of l5-s1 fusion, bilateral leg weakness and underwent x-ray of lumbar spine. Impression: stable appearing l-s spine with post-surgical changes compatible with a prior posterior stabilization procedure at l5-s1. Moderately advanced degenerative changes are present at l5-s1. No significant alteration or vertebral body alignment is noted with flexion or extension positioning. (B)(6) 2004: the patient presented with the history of low back pain, leg weakness status post fusion and underwent MRI scan of the lumbar spine with gadolinium. Impression: 1. Stable appearing l3-4 and l4-5 disc spaces with mild posterior disc bulge centrally at l4-5. 2. New postoperative changes at the l5-s1 level suggested by susceptibility artifact. No evidence of new or recurrent disc protrusion. (B)(6) 2006: the patient presented with the history of low back pain and underwent x-rays of the lumbar spine. Conclusions: 1. The patient is s/p fusion of l5 and s1 with pedicle rods and screws. Post surgical change is noted within the hemilamina of l5. There is 2 mm of retrolisthesis of l4 on 5, which remain stable in extension and decreases to normal on flexion. In extension there is also 3 mm of retrolisthesis of l1 on 2 and l2 on 3 noted. 2. Mild disk degenerative change is noted at l1-2. (B)(6) 2006: the patient presented with the history of low back pain, left leg pain and underwent CT scan of the lumbar spine. Opinion: 1. Pedicle screws at l5 and s1 with vertical retention bars. 2. Facet joint hypertrophy bilaterally at l4-5. (B)(6) 2007: the patient presented with the history of knee pain and underwent left knee x-ray. Impression: normal left knee. (B)(6) 2007: the patient presented with the history of pain, left knee arthroplasty and underwent left knee x-ray. Impression: no evidence of hardware complication or acute osseous abnormality. (B)(6) 2008: the patient underwent posterioanterior and lateral x-rays of the chest due to cough, congestion with fever x 4 days and hemoptysis. Impression: mild increased density in the left lower lobe, concerning for pneumonia. (B)(6) 2008: the patient underwent posterioanterior and lateral x-rays of the chest due to pneumonia. Impression: there was some mild left lower lobe opacities consistent with near complete clearing of left lower lobe infiltrate which was present on prior exam of (B)(6) 2008. (B)(6) 2008: the patient underwent x-rays of the chest due to pneumonia. Impression: normal chest (B)(6) 2011: the patient presented with back pain and bilateral leg pain. The patient presented with the history of increasing low back pain, lower extremity radiculopathy and underwent MRI of lumbar spine, with and without contrast. Impression: 1. L5/s1 anterior-posterior fusion with discectomy and interbody grafting. Changes of left hemilaminotomy were also observed. 2. Moderate compression of the thecal sac at l4/5 from moderate to severe bilateral facet osteoarthritis, a posterior disk bulge and epidural lipomatosis. 3. Multilevel bilateral neural foraminal stenosis was generally mildly focally moderate bilaterally at l4/5. 4. Mild degenerative disk disease at l1/2 and l4/5. (B)(6) 2013: the patient presented with back injury, severe back pain in upper lumbar spine, mid lumbar spine and lower lumbar spine and radiating to the right foot and left foot. The patient also reported numbness, weakness, tingling and trouble walking. The patient underwent x-rays of lumbar spine for back pain. Impression: 1. Prior lumbar fusion at l5-s1 using pedicle screws. 2. Early lumbar spondylosis identified. Assessment: acute lumbar strain. (B)(6) 2013: the patient presented with chief complaint of suicidal attempt due to baclofen overdose. The patient underwent intubation procedure. Clinical impression: 1. Encephalopathy. 2. Probable overdose. The patient underwent x-rays of the chest. The x-rays for the chest were normal. The patient also underwent CT scan of the brain, without contrast. Impression: 1. No acute intracranial process. 2. Mild ethmoid sinus disease. Also the patient underwent EKG which was normal. The patient was discharged to home with psychiatry follow-up on (B)(6) 2013. (B)(6) 2013: the patient presented with chief complaint of altered mental status. Impression: 1. Possible polysubstance overdose. 2. Respiratory failure. The patient also underwent x-rays of the chest for et tube replacement. Impression: probable left lower lobe atelectasis. The patient's urine drug screen was positive for benzodiazepines and cannabis. Urinalysis showed benign sediment. (B)(6) 2013: the patient underwent x-ray of chest for endotracheal tube placement. Impression: 1. Stable support tubes. 2. Minimal left basilar atelectasis. (B)(6) 2013: the patient presented for psychiatric assessment, possible admission. The patient was discharged with the following discharge diagnoses: 1. Acute respiratory failure, resolved. 2. Baclofen overdose. 3. Hypokalemia. 4. Escherichia coli urinary tract infection. 5. Extreme obesity. 6. Chronic low back pain. 7. Hypertension. 8. Gastroesophageal reflux disease.

Event description:
It was reported that on: (B)(6) 2002: the patient presented with mechanical low back pain and underwent l5-s1 discectomy, followed by posterior lumbar inter-body fusion, followed by pedicle screw instrumentation at l5-s1. As per op notes, "..the hydrasorb cliff spacer measuring 8*22 mm, was filled with morphogenic protein in an oblique fashion in the l5-s1 inter-space with it countersunk several millimeters.." No complications were reported. (B)(6) 2003: the patient underwent x-rays of lumbar spine for anterior-posterior, lateral and l5-s1 cone-down views. Impression: apparent status post l5-s1 fusion. The spinal hardware is in satisfactory position. Discogenic changes at l4-5 and l5-s1 and minor associated marginal spurring. (B)(6) 2003: the patient underwent x-rays of the lumbar spine. Opinion: little change from the previous study of (B)(6) 2003. On (B)(6) 2003: the patient presented with the history of l5-s1 fusion, bilateral leg weakness and underwent x-ray of lumbar spine. Impression: stable appearing l-s spine with post-surgical changes compatible with a prior posterior stabilization procedure at l5-s1. Moderately advanced degenerative changes are present at l5-s1. No significant alteration or vertebral body alignment is noted with flexion or extension positioning. On (B)(6) 2004: the patient presented with the history of low back pain, leg weakness status post fusion and underwent MRI scan of the lumbar spine with gadolinium. Impression: stable appearing l3-4 and l4-5 disc spaces with mild posterior disc bulge centrally at l4-5. New postoperative changes at the l5-s1 level suggested by susceptibility artifact. No evidence of new or recurrent disc protrusion. On (B)(6) 2006: the patient presented with the history of low back pain and underwent x-rays of the lumbar spine. Conclusions: the patient is s/p fusion of l5 and s1 with pedicle rods and screws. Post surgical change is noted within the hemilamina of l5. There is 2 mm of retrolisthesis of l4 on 5, which remain stable in extension and decreases to normal on flexion. In extension there is also 3 mm of retrolisthesis of l1 on 2 and l2 on 3 noted. Mild disk degenerative change is noted at l1-2. On (B)(6) 2006: the patient presented with the history of low back pain, left leg pain and underwent CT scan of the lumbar spine. Opinion: pedicle screws at l5 and s1 with vertical retention bars. Facet joint hypertrophy bilaterally at l4-5. On (B)(6) 2007: the patient presented with the history of knee pain and underwent left knee x-ray. Impression: normal left knee. On (B)(6) 2007: the patient presented with the history of pain, left knee arthroplasty and underwent left knee x-ray. Impression: no evidence of hardware complication or acute osseous abnormality. On (B)(6) 2008: the patient underwent posterioanterior and lateral x-rays of the chest due to cough, congestion with fever x 4 days and hemoptysis. Impression: mild increased density in the left lower lobe, concerning for pneumonia. On (B)(6) 2008: the patient underwent posterioanterior and lateral x-rays of the chest due to pneumonia. Impression: there was some mild left lower lobe opacities consistent with near complete clearing of left lower lobe infiltrate which was present on prior exam of (B)(6) 2008. On (B)(6) 2008: the patient underwent x-rays of the chest due to pneumonia. Impression: normal chest (B)(6) 2011: the patient presented with back pain and bilateral leg pain. The patient presented with the history of increasing low back pain, lower extremity radiculopathy and underwent MRI of lumbar spine, with and without contrast. Impression: l5/s1 anterior-posterior fusion with discectomy and interbody grafting. Changes of left hemilaminotomy were also observed. Moderate compression of the thecal sac at l4/5 from moderate to severe bilateral facet osteoarthritis, a posterior disk bulge and epidural lipomatosis. Multilevel bilateral neural foraminal stenosis was generally mildly focally moderate bilaterally at l4/5. 4. Mild degenerative disk disease at l1/2 and l4/5. On (B)(6) 2013: the patient presented with back injury, severe back pain in upper lumbar spine, mid lumbar spine and lower lumbar spine and radiating to the right foot and left foot. The patient also reported numbness, weakness, tingling and trouble walking. The patient underwent x-rays of lumbar spine for back pain. Impression: prior lumbar fusion at l5-s1 using pedicle screws. Early lumbar spondylosis identified. Assessment: acute lumbar strain. On (B)(6) 2013: the patient presented with chief complaint of suicidal attempt due to drug overdose. The patient underwent intubation procedure. Clinical impression: encephalopathy. Probable overdose. The patient underwent x-rays of the chest. The x-rays for the chest were normal. The patient also underwent CT scan of the brain, without contrast. Impression: no acute intracranial process. Mild ethmoid sinus disease. Also the patient underwent EKG which was normal. The patient was discharged to home with psychiatry follow-up on (B)(6) 2013. On (B)(6) 2013: the patient presented with chief complaint of altered mental status. Impression: possible polysubstance overdose. Respiratory failure. The patient also underwent x-rays of the chest for et tube replacement. Impression: probable left lower lobe atelectasis. The patient's urine drug screen was positive for benzodiazepines and cannabis. Urinalysis showed benign sediment. On (B)(6) 2013: the patient underwent x-ray of chest for endotracheal tube placement. Impression: stable support tubes. Minimal left basilar atelectasis. On (B)(6) 2013: the patient presented for psychiatric assessment, possible admission. The patient was discharged with the following discharge diagnoses: acute respiratory failure, resolved. Baclofen overdose. Hypokalemia. Escherichia coli urinary tract infection. Extreme obesity. Chronic low back pain. Hypertension. Gastroesophageal reflux disease.

Event description:
It was reported that the patient underwent a posterior fusion at l5-s1 using rhbmp-2/acs. It was reported that the patient now suffers from an inflammatory reaction to infuse, heterotopic bone growth, osteolysis, cage migration, chronic pain, and has had to undergo additional surgeries. It was reported that after the surgery the patient experienced uncontrollable leg pain, back pain, and severe nerve damage. As a result, patient has required extensive medical treatment, including but not limited to pain management, nerve conduction tests, injections, and epidurals. It was reported that the patient has never recovered from her surgery involving infuse, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.